Manufacturer narrative:
Additional health effect - clinical code: e1403 additional health effect - impact code: f2201 allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV device evaluation: visual analysis of the photographs identified: ¿ white and red particle material on the shell ¿ creases ¿ deformation device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side textured to smooth exchange and capsular contracture baker grade iii/IV, pathology results "diagnosed with bia alcl." Results indicated cd30+ and alk-, "right breast periprosthetic fluid" and "fatty tissue containing a solid mass of large lymphoid cells". The device was explanted.